Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose level of 600 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. Customer also stated that the insulin pump also received insulin flow block alarm. The customer declined troubleshooting for high blood glucose level. Customer reported that they had two mio's infusion set, first one was bent and second they did not took to shots up insulin that's why his blood glucose went high. The insulin pump was not returned for analysis.